Event description:
Equipment problem. Orthopaedic surgeon performing posterior tibial tendon repair right ankle with internal fixation. Threaded portion of screw unraveled in bone. Surgeon retrieved thread fragment. Synthes 4.5 cannulated screw 60mm.